Manufacturer narrative:
(B)(4). Batch # n55u3g. The analysis results that one plee60a device was returned with a pan lodge into the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for the cartridge damage could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. Although no conclusion could be reach on what caused the cartridge pan dislodge, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, instrument blocked, did not fire at all, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.